Event description:
It was reported that the pt felt she was making good progress with device until (B)(6) 2012. Per report, she went to bed and awoke with inability to understand speech with processor. Sound quality specifically had "barrel" quality. Processor and all external parts were exchanged without improvement in complaints. No illness or injury were reported at the time the pt's discrimination worsened. She was reprogrammed by audiologist several times since change in understanding; however, no improvements in quality or comprehension were achieved. Per audiologist, imaging unremarkable. Add'l info received on (B)(6) 2013, stated that the clinic has decided to pursue re-implantation which is scheduled for (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.